Event description:
Reporter stated that customer received the following results, with two different meters, within 10 minutes: 16.4 mmol/l (mobile) and 8.2 mmol/l (aviva). No actions taken based on device results. No adverse event reported. The aviva strips were used up by the customer.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. Reference medwatch with patient identifier(B)(6) for the mobile system. Device will not be returned.